Event description:
Smartsite infusion set tubing separated. A piece of tubing that has a hub fall off. The hub was not cracked or busted, it appears to have become un-glued at its junction and fell off. Leading to lost of fluids and lost of blood of approximately one cup before it was noticed and stopped.